Event description:
A clinician reported difficulty attempting to remove a PICC from a 40 yr old pt. The device had been removed 14 inches when the clinician encountered resistance. A 1 cm. Red, raised area formed at the insertion site. The pt was sent to the emergency room. He was seen by a physician, who removed the PICC using "considerbale tension". The caatheter was originally inserted on 7/31/96 for i.v. Antibiotic therapy. The catheter was discontinued because his therapy had concluded. The pt was diagnosed with osteomylitis.